Event description:
The complainant reported that the automated impella controller power cord frayed. The power cord was not in use. There was no patient use reported with this event.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.